Event description:
Additional information: it was reported when the patient had a car accident the airbag ¿messed up¿ the patient¿s catheter and it was ¿leaking out.¿ it was also reported after the accident the patient¿s ¿pain all came back.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported when the patient had the car accident, "apparently the air bag broke something and they had to replace it" and that "the air bag blew right over her stomach where the pump was." It was also reported the catheter broke. The reporter was unsure when this occurred and reported the system was replaced several months later in (B)(6) 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced in 2009, approx. 2.5 years ago, after a car accident that "damaged the pump." Additional information has been requested; a follow-up report will be sent when it becomes available.